Manufacturer narrative:
This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria. Review of sensor data did not indicate evidence of a system malfunction. A firmware update was available at the time of the interaction; therefore, as a proactive troubleshooting measure, the user was advised to perform the update. System reinitialization occurs as part of the upgrade process, which clears the calibration buffer and addresses potential calibration misalignment. Post upgrade monitoring indicated that the system was working within expectations.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.